Event description:
A customer reported the footswitch was not recognized by the system during a procedure. A second footswitch was brought in to complete the procedure. There was no pt harm reported. Additional info was received from the charge nurse indicating the second footpedal had to be retrieved from another facility causing a 1.5 hour delay. During the delay, the pt was patched up and taken to recovery until the footpedal could be retrieved. The case was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system, calibrated the touch screen, and replaced the footswitch. The system was then tested and met all product specifications. The replaced footswitch was not returned for in-house eval. It is unk if the company representative replicated the reported event. However, a system message indicating that the footswitch is not recognized was observed. Based on the info obtained and with no sample returned, the reported event of footswitch not recognized was unable to be confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch. The root cause of the reported event cannot be determined conclusively at this time. (B)(4).